Event description:
Reportedly, the staples formed properly but the knife only cut 3/4 completion. The instrument was then stuck in the abdomen, the surgeon had to undo the anastomosis and re-open the intestine to remove the instrument. The surgeon preformed another anastomosis with a 2nd instrument. The pt did not suffer any injury or ill effects as a result and is reported to be recovered. Procedure: low anterior resection.